Event description:
Right total knee replacement on (B)(6) 2012. (B)(6) surgery on same knee; range of motion surgery. Blood inside the knee cap. Experiencing tightness behind the knee, acl popping whenever walking, rom never came back. Experiencing pain on the sides of knee. Swelling of the whole knee. Can you tell me why I am experiencing this. What about any compensation? Is this normal for a pt to be experiencing this? New to me. Please contact me via email. (B)(6).